Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the initial corevalve was not accurately positioned and was pulled back into the abdominal aorta where it was deployed because it could not be resheathed into the delivery catheter system (dcs). The valve was post dilated with a balloon expandable stent. The stent covered the right renal artery, however, the left renal was widely patent. The patient was discharged five days later with no additional adverse effects reported.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore, no product analysis can be performed. Conclusion: based on the information provided and with no product returned, the root cause for this report could not be established. Positioning is dependent on patient anatomy as well as user technique. Potential factors that can influence implant position include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.